Manufacturer narrative:
The returned two instruments were subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the two complaint instruments revealed that the balloons have burst longitudinally over a length of about 3 mm respectively 34 mm. In both cases, microscopic inspection revealed several scratches in the balloon surfaces close to the tears. It seems likely that the tears in the balloons were caused by a hard, sharp-edged object pressing against the balloon from the outside. Review of the lot release verification confirmed that the complaint instruments were manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection. In addition to visual inspections each instrument is tested for a pressure test and for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the results of the investigation it seems likely that the most probable root cause for the complaint event is related to the patients anatomy.

Event description:
Two passeo-35 xeo balloons with same lot were selected for treatment of a shunt procedure. It was attempted to inflate the second balloon inside the distal stent but it ruptured at 9 atm. The first balloon is reported separately.